Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an osteosynthesis for the right olecranon fracture with the olecranon plate and the locking screw. The screw in question was inserted in variable angle mode. When final locking was attempted with torque, the screw head was spinning idle, and locking could not be done. The surgeon speculated that the angle was off during insertion. The screw in question was in a good position, and the surgeon did not want to remove. Therefore, the screw in question will not be replaced. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 50mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: device history record (DHR) review conducted: part:04.211.050ts. Lot:9l19334. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:23 mar 2022. Expiration date: 01 mar 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part #04.211.050. Non-sterile lot #678p353. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:24 feb 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.